Event description:
I had abdominal hernia repair (B)(6) 2010 and was in immediate pain. I had my first CT scan (B)(6) 2010 and it showed a seroma, I have had two emergency surgeries since reoccurring seroma and a wound vac chronic pain chronic infection and still in pain and unable to walk much or do everyday house hold chores. I need this remove, this mesh is killing me. It is marlex.